Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Only one of the grasping jaws smoothly open and close when the slider was operated. The other arm of the grasping jaws (a part of the linkage mechanism at the distal end) was broken off. The broken surface indicated brittle fracture due to corrosion. The broken arm had brown foreign materials around the broken place. The broken arm was missing. The missing length was about 1 square millimeters. The manufacturing record was reviewed and found no irregularities. Based on the investigation result, a likely cause of the broken linkage mechanism might be the following. Foreign materials or cleaning solution had left on the arm of the cups due to insufficient cleaning of the device. Residues on the arm of the cups corroded and decreased its strength. A force was applied to the linkage mechanism while handling the device. As a result, the linkage mechanism part where decreased its strength was broken. The above device handling has warned in the instruction manual.

Event description:
We received the following report. *when the user checked the subject device at the preparation for use, it was difficult to open and close the forceps. The user did not use the device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On november 12, 2020, olympus medical systems corp. (Omsc) found that a part of the grasping jaws was partially missing.